Event description:
Additional information was received that the device is still experiencing oversensing, so additional reprogramming was performed to resolve the event.

Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) was detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.